Event description:
It was reported that during a gastric sleeve procedure at the back table the device was loaded with a green cartridge and closed on synovis peri strips. The device would not fire. Nothing happened, no power, the device would not open. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.